Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch positions. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite and confirmed the reported issue. A calibration of the touchscreen was performed, but it did not resolve the issue. The touchscreen was then replaced, and the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, the failure was confirmed. Pil found that this touch screen failed all diagnostics testing and resistance measurements which were out of specification. The touchscreen failed due to multiple resistance measurement failures. H11: d4 - product UDI #.